Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of purulent drainage and erythema were noted. The physician was not able to confirm if the infection was device or procedure related. The patient was admitted to the hospital and was administered antibiotics. The patient subsequently underwent a wound washout and an implantable pulse generator replacement procedure. The patient was discharged from the hospital and expected to make a full recovery. The explanted device was not returned as it was discarded by the medical facility.